Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient¿s cgm was reading 100 mg/dl while the bg meter was reading 150 mg/dl. The patient then went to sleep. One of the patient¿s dexcom followers noticed that the patient had no readings showing in the follow app. The follower called the patient but received no answer. After several minutes of unsuccessful attempts to reach the patient, the follower called 911. Once emergency medical services (ems) arrived at the patient¿s location, she was found unconscious. The patient¿s cgm was reading 90 mg/dl while the bg meter was reading 22 mg/dl. The patient was treated with IV dextrose and IV fluids and then transported to the emergency room (ER). At the ER, the patient¿s cgm and omnipod were removed. The patient was hospitalized for four days. The patient was ¿a little bit better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. Once ems arrived, the reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional event or patient information is available.